Manufacturer narrative:
Maude report mw 5076111 was received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced chest pain after the pacemaker was implanted on (B)(6) 2017. The patient stated that she continued to experienced palpitations that was noted prior to the device implant. The patient was brought in to the clinic for a routine follow up on (B)(6) 2017 and was found to have no complications or symptoms at that time.